Event description:
It was reported on (B)(6) 2025 that a 25mm navitor valve with radiopaque markers was selected for implant. The final implant depth of the valve between the intraventricular end of the valve to the left and non-coronary cusp (ncc) was 3mm. It was reported inflow edge of the constrained valve within the capsule positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the ncc while in cusp overlap view (cov). It was reported the patient experienced right bundle branch block. A permanent pacemaker was later implanted. It was also noted that patient has had prior right bundle branch block. The patient status was reported stable.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the reported heart block could not be conclusively determined. It is possible that procedural factors and/or patient condition contributed to the reported event; however, this cannot be confirmed. The reported surgical intervention was result of case specific circumstance as permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: health effect-clinical code: 4580.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that a 25mm navitor valve with radiopaque markers was selected for implant. A permanent pacemaker was later implanted.